Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced bilateral capsular contracture (baker grade unknown) and left sided device extrusion post procedure. As a result, the patient underwent and emergency explant of the left implant on (B)(6), 2020. The right sided capsular contracture was reported in a separate event under 1645337-2022-01985.